Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a previous echocardiogram (echo) on (B)(6) 2024 which showed left ventricular ejection fraction (lvef) at 25%. The echo also showed aortic valve opened with every beat (MFR. Report#: 2916596-2025-01623), normal right ventricular (rv) function, and normal rv filling pressures. On (B)(6) 2025, the lvef was severely reduced. There were limited views and suspect moderate rv dysfunction.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and rvad placement. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient experienced fluid retention and lower extremity swelling. The patient required increased diuretic and was noted to be stable at home.